Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, clips fell out of the jaw without forming. The clip did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences to the patient. No further information is available.